Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they had not seen the patient since their last visit and they were unsure when the next follow-up would be at this point. They stated that the cause of the burning sensation from the lead incision site was not determined. It was indicated that the office was trying to obtain the results of the x-rays performed but were having troubles as far as the rep knew. Actions taken to resolve the burning sensation from the lead incision site was impedances were checked and programming parameters were changed. The rep was not aware if the burning sensation at the lead incision site had been resolved. The patient¿s weight at the time of the event was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jul-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a burning sensation the last couple of weeks from the lead incision site to the opposite side of the battery. The patient reported the sensation was going away when their therapy was off. The rep stated that they did a blind study and the patient was able to identify when the therapy was on or off with the burning sensation. They tried it with the patient¿s high dose programming group as well. Impedances were checked and showed they ranged from 780 to 2650 ohms. The rep changed the reference points and they didn¿t notice any anomaly with the impedances. The rep also mentioned that programming hadn't changed and the patient was still feeling stimulation sensation as before, however the burning sensation was now present too. An x-ray was ordered but no results were received yet. Technical services reviewed with the caller that even with fluid shorts, the patient should feel it along the system not lateral and on the opposite side of where the ins is located. Possible stimulation of the nerve in the area causing this issue was discussed. There were no accidents or falls reported. The event occurred in (B)(6) 2019. No further complications were reported/anticipated.